Event description:
It was reported that t-wave oversensing was observed on the lead. Monitoring will continue. The physician reprogrammed the detection interval to delay possible inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.